Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17/jun/2024.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, since it is not related to the device. As per the investigation procedure: deformation, crease particles was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.